Manufacturer narrative:
The customer's glidescope core video cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable and was able to confirm the reported intermittent loss of image when used with verathon's test equipment. The cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the cable was scrapped and a replacement cable was provided to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core video cable during intubation, there was a loss of image quality (flickering stripes) when the cable was moved. It was reported that the cable did not show any external damage. No delay in the procedure, use of a backup device, or harm to the patient was reported.